Event description:
It was reported that during a dilatation of stricture, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous below the knee artery. A 2mm x 20mm x 143cm coyote balloon catheter was advanced to dilate the lesion. Upon first inflation at 4 atmospheres, balloon rupture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was considered operational context as device performance was limited due to anatomical/procedural factors. (B)(4).